Event description:
The representative reports impedance greater then 2500 ohms on the lead in both unipolar and bipolar. Sensing and capture threshold are unaffected. The lead remains implanted.

Manufacturer narrative:
(B)(4) - it was reported that this lead was capped on (B)(6) 2014 and replaced with a competitor's device.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.